Event description:
The customer reported the device failed to power on. This condition presented during the customer's 6 month servicing. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the device failed to power on. This condition presented during the customer's 6 month servicing. There was no patient involvement. The philips (B)(4) evaluated the device, confirmed the reported symptom, and resolved this malfunction by replacing the power pca.